Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
Bha was performed for left femoral neck fracture on (B)(6)2023. On november 10, 2023, dislocation was confirmed. During the doctor attempted to repositioning the device, the inner head was dislocated from the uhr bipolar cup. Thus, the revision surgery was performed on (B)(6) 2023.